Event description:
It was reported the customer was hospitalized for congestive heart failure. Date of hospitalization was (B)(6) 2015. Blood glucose at the time of admission was 171 mg/dl. Customer was also not in a vehicular accident. It was found the customer had been experiencing low blood glucose prior to their hospitalization. Customer's blood glucose would decline to 50 mg/dl. Troubleshooting did not find any issues with the customer's insulin pump. It was also found the customer would have high blood glucose because they would disconnect from the insulin pump at night to conserve insulin. The customer was advised to monitor their insulin pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.